Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were stuck in the blood glucose required loop. Blood glucose was 51 mg/dl at the time of the incident. Blood glucose level at the time of the call was 132 mg/dl. Multiple blood glucose requests have been occurring for more than 6 hours. Troubleshooting was completed and advised customer to replace sensor. The sensor will be returned for analysis.